Event description:
A poc coordinator reported the facility's precision exceed pro blood glucose meter gave glucose results reading greater than 450 mg/dl on three separate occasions (2009) compared to lower readings obtained on other meters. On one occasion a patient received treatment based upon the high reading (actual reading not provided), subsequently experienced hypoglycemia and was treated (specific treatment received is unknown). Multiple attempts have been made to gather additional information regarding this event without success. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
Meter (B) (4) was returned and investigated. The readings complaint was not confirmed. This is a final report.

Event description:
An error had occurred while the transfer set was being disconnected from the twin bag after therapy. The clean flash had stopped moving when the transfer set was almost connected to the disconnect cap, however, the transfer set spike was not connected to the disconnect cap when the cover of the clean flash was opened. The patient went to the hospital to change the transfer set for a new one. There was no patient injury or medical intervention indicated during the initial report. The actual sample is available for evaluation.